Event description:
The patient was enrolled in the study and was treated with a precise stent in the left internal carotid artery. In 2007, the patient experienced a neurological event of aphasia, dysarthria, experienced amaurosis fugax and reflex change and diagnosed as transient attack (tia). The onset was sudden. It is unk if the patient experienced hemiparesis, hemiataxia, or hemineglect. The presence of babinski is unk. The duration of the neurological deficit is unk. Recovery was partial with minor residual. The event was evaluated and determined to be unrelated to cordis product(s), and unrelated to the index procedure. A male consented to the study on the before. Medical history included hyperlipidemia, abnormal stress test, CABG, myocardial infarction, coronary artery disease, smoking and hypertension. The index procedure was completed on two days later, and patient was symptomatic. Pre-procedure medications were aspirin and clopidogrel, and heparin was administered during the procedure. Vessel characteristics were not documented. Pre-dilation was not documented. Procedural information was not documented. The patient was discharged on the following day, with aspirin and clopidogrel directed.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.